Manufacturer narrative:
No audio or beep or vibrate anomaly or button error alarm noted. Device time or clock moved. Device had unresponsive up buttons due to corroded keypad traces. Unable to perform self-test and displacement test or verify watchdog timeout alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received keypad anomaly and beep anomaly. The customer¿s blood glucose level was 20 mmol/l. The customer reported that the up arrow was not functioning. The customer reported that the time clock was not advancing. It was reported that the pump started beeping and vibrating. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.